Event description:
It is reported that the pt was revised due to pain. The pt's implant was removed on (B)(6) 2010 and revised with new implant on (B)(6) 2010.

Manufacturer narrative:
Evaluation summary: no devices or photos were received; therefore, the condition of the components is unknown. Neither surgical notes nor x-rays were provided; therefore, fit and orientation could not be evaluated. Pt factors that may affect the performance of the components such as bone quality, activity level or type of activity (low impact vs. High impact) are unknown. A definitive root cause cannot be determined with the information provided. However, the complaint may be revised upon return of operative reports, x-rays and/or product or further information. Evaluation: the part numbers and lot numbers are unknown; therefore, the device history records could not be reviewed.